Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to cracked end cap. The insulin pump also had intermittent button response due to moisture damage keypad trace. No button error alarm. The currents are within specifications. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a button error alarm. The customer's blood glucose was 463 mg/dl at the time of incident. The customer's mother stated that the doctor was called and treated the high blood glucose with manual injections. The customer's mother stated that the insulin pump might have been bumped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.